Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no caffeine consumption. As concurrent condition the report mentioned allergic reaction to analgesics since (B)(6) 2022. The only concomitant product mentioned was morphine since (B)(6) 2022. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2022, 6184 days after essure (ess205) insertion, she experienced drug hypersensitivity ("morphine skin rash"). Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("chronic history of menorrhagia / heavy menstrual bleeding") and was found to have uterine leiomyoma ("leiomyoma of uterus,unspecified"). The patient was treated with surgery (essure removal via total laparoscopic hysterectomy bilateral salpingectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered drug hypersensitivity, heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure (ess205) administration. The reporter commented: essure removal details date: (B)(6) 2022. Reason for visit: heavy menstrual periods. Procedure performed: 1.robot s assisted hysterectomy / robot assisted total laparoscopic hysterectomy bilateral salpingectomy; 2.cystoscopy; 3.lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2021: visit note: patient with negative in office urine pregnancy test with chronic history of menorrhagia and pelvic pain presents for h&e. Hysteroscopy procedure: the cervix was prepped with iodine and tenaculum was placed on the anterior cervical lip. Uterus was sounded to approximately 10 cm and end myocardial biopsy was obtained x3. After dilation of the cervical os flexible hysteroscope was inserted and the entire uterine cavity was visualized. Upon examination there was an essure coil visualized extending from the left os into the uterine cavity. Patient was counseled on findings as well as not being a candidate for the novasure. Due to findings patient desires total laparoscopic hysterectomy. Will follow up 1 week for biopsy results. Hysteroscopy exam: diagnostic hysteroscopy: hysteroscope inserted findings: essure coil extending into the uterine cavity. Post technique: post op instructions and reasons to call given, return appointment in 1week. Assessments and plan: leiomyoma of uterus, unspecified [pregnancy test urine] on (B)(6) 2021: negative quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no caffeine consumption. As concurrent condition the report mentioned allergic reaction to analgesics since (B)(6) 2022. The only concomitant product mentioned was morphine since (B)(6) 2022. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2022, 6184 days after essure (ess205) insertion, she experienced drug hypersensitivity ("morphine skin rash"). Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("chronic history of menorrhagia / heavy menstrual bleeding") and was found to have uterine leiomyoma ("leiomyoma of uterus,unspecified"). The patient was treated with surgery (essure removal via total laparoscopic hysterectomy bilateral salpingectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered drug hypersensitivity, heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure (ess205) administration. The reporter commented: essure removal details date: (B)(6) 2022. Reason for visit: heavy menstrual periods. Procedure performed: 1.robot s assisted hysterectomy / robot assisted total laparoscopic hysterectomy bilateral salpingectomy; 2.cystoscopy; 3.lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2021: visit note: patient with negative in office urine pregnancy test with chronic history of menorrhagia and pelvic pain presents for h&e. Hysteroscopy procedure: the cervix was prepped with iodine and tenaculum was placed on the anterior cervical lip. Uterus was sounded to approximately 10 cm and end myocardial biopsy was obtained x3. After dilation of the cervical os flexible hysteroscope was inserted and the entire uterine cavity was visualized. Upon examination there was an essure coil visualized extending from the left os into the uterine cavity. Patient was counseled on findings as well as not being a candidate for the novasure. Due to findings patient desires total laparoscopic hysterectomy. Will follow up 1 week for biopsy results. Hysteroscopy exam: diagnostic hysteroscopy: hysteroscope inserted findings: essure coil extending into the uterine cavity. Post technique: post op instructions and reasons to call given, return appointment in 1week. Assessments and plan: leiomyoma of uterus, unspecified [pregnancy test urine] on (B)(6) 2021: negative. Concerning the injuries reported in this case, the following ones pelvic pain, uterine leiomyoma, menorrhagia, allergic reaction to analgesics were described in patient medical records. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received and the follow information were included, other health professional's reporter, physician's reporter, patient's details, lab data, concomitant product previous event medical device removal updated to pelvic pain female, new events pelvic pain, uterine leiomyoma, menorrhagia, allergic reaction to analgesics, international medical device regulators forum annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.